Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the add'l info received. Based on the medical records provided, the pt had a left inguinal hernia repaired with a kugel patch on (B)(6) 2003. On (B)(6) 2008, nearly five years post implant, the pt underwent repair of a recurrent left inguinal hernia with a non-bard mesh. The previously placed mesh was removed. While there was no indication in the medical records that the explant or the recurrence was due to a device failure, the product's IFU lists recurrence as a possible adverse reaction. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. Additionally, no sample has been returned for eval. With the info available, no conclusion can be drawn.

Event description:
Based on a review of medical records provided by the pt's attorney: (B)(6) 2003 - left inguinal herniorrhaphy with kugel patch. On (B)(6) 2008 - repair of recurrent left inguinal hernia with prolene mesh, excision of previously placed mesh.